Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. This event was reported is a duplicate report. Please refer to mfg report 9610773-2025-05746 should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device's tip had broken off when it was connected, they were unable to disconnect it or get it out. The issue occurred during reprocessing. There was no patient involved.